Event description:
It was reported that the patient was scheduled for normal device change out for eri. When pre-op fluoroscopy showed externalized conductors, the surgery was cancelled until a decision could be made on how to manage the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.